Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 3.5x28, 3.5x18, 3.5x23 rx vision, other: guide catheter extension. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional devices are filed under separate medwatch reports.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the heavily calcified and moderately tortuous circumflex (cx) artery. Atherectomy was performed first to prep the lesion and the 3.5 x 28 mm vision stent delivery system (sds) was advanced into the patient anatomy; however, due to the patient anatomy, the device was unable to cross. Slight force was applied and the shaft separated at a location outside the patient anatomy. The separated sds was simply pulled from the anatomy. A 3.5 x 18 mm vision stent delivery system was used; however, this device was also unable to cross. Slight force was applied and the shaft separated at a location outside the patient anatomy. The separated sds was removed without difficulty. The second 3.5 x 18 mm vision stent delivery was used; however, this device, as well, was unable to cross due to the patient anatomy. Slight force was applied and a shaft separation occurred at a location outside the patient anatomy. The separated device was removed without issue. The 3.5 x 23 mm vision stent delivery system was advanced; however, the device was unable to cross to the target lesion due to the patient anatomy and after slight force was applied, the shaft separated at a location outside the patient anatomy. The separated device was easily removed from the patient anatomy. After the fourth vision stent delivery system separation, the physician ended the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.